Manufacturer narrative:
Product event summary: the data files and the pscc100 catheter of lot number 0012536360 was returned and analysed. One log file was received and analyzed. The log file confirmed that the catheter identified as pscc100 of lot number 0012536360 was used on the reported event date and several deliveries was performed. The log file confirmed also that the catheter was changed with the new one identified as pscc100 of lot number 0012536360. The noise issue could not be assessed through the clinical data review, issue not recorded to the log file. Visual inspection was carried out. The catheter pscc100 of lot number 0012536360 appeared intact without any visible issues. Mechanical verification of steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging confirmed electrode wires broken on electrode (e2). Hipot verification for the integrity of electrode wires insulation. Continuity test failed on e2 open loop. In conclusion, the catheter failed the return product inspection due to the electrode wire being broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the signals on electrodes 1-2 generated noise.. The catheter interface cable was disconnected, reconnected, and replaced without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.